Manufacturer narrative:
The two electrodes with broken loops were not returned for evaluation. However, based on similar reported complaints the most probable cause of the reported event are as follows: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal. If additional information becomes available or if the device is returned to olympus for evaluation at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that the loop of two electrodes broke and fell off into the patient during a hysteron-resection procedure. It was unknown if the device fragments were retrieved from the patient. The intended procedure was completed using a different device. No patient injury was reported.

Manufacturer narrative:
Based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.